Event description:
On 10/16/90 an aus device was implanted. On 1/10/94 the balloon was revised. On 5/1/96 the pump was revised. On 5/2/97 the pump was removed from the pt and replaced due to "pump malfunction."